Manufacturer narrative:
Analysis received the unit with blank display due to moisture damage on the electronic assembly. The unit also had a corroded motor home switch. There was no constant tone or beep noted. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose was 190 mg/dl at the time of incident. The insulin pump will be returned for analysis.